Manufacturer narrative:
.

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. The right atrial lead exhibited low impedance and noise. The noise could be reproduced when the patient pressed his hands together. The lead remained implanted.